Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish/emotional anguish"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ physical pain") in a 26-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, cesarean section, cholecystectomy and endometriosis. Previously administered products included for an unreported indication: nexplanon and depo-provera. Concomitant products included desogestrel;ethinylestradiol (kariva), ibuprofen, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure/hysterectomy with bilateral salpingectom). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 coils were seen exiting the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pathology test - on (B)(6) 2018: result: specimen(s) submitted: a) uterus, cervix, bilateral tubes; b) right uterosacral ligament (peritoneal biopsy), left ut pre and post operative diagnoses pelvic pain; dysmenorrheaerosacral ligament gross description: a) uterus, cervix, bilateral tubes: received in formalin is an 82 gram total hysterectomy and bilateral salpingectomy specimen including uterus (8 cm superior to inferior x 6 cm cornu to cornu x 4 cm anterior to posterior) and detached bilateral fallopian tubes (4 cm long x 0.7 cm diameter each). Laterality of the tubes is not indicated. The bilateral tubes are fimbriated smooth, and pink-red. Each tube has multiple paratubal cysts up to 0.4 cm. One tube is inked blue for differentiation. Diagnosis: a) uterus, cervix, bilateral tubes, total laparoscopic hysterectomy with bilateral salpingectomy: uterine leiomyoma. Weakly proliferative endometrium. Bilateral fallopian tubes showing essure coils within the isthmus of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. (Product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ physical pain") in a 26-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, cesarean section, cholecystectomy and endometriosis. Previously administered products included for an unreported indication: nexplanon and depo-provera. Concomitant products included desogestrel;ethinylestradiol (kariva), ibuprofen, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure/hysterectomy with bilateral salpingectom). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 4 coils were seen exiting the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pathology test - on (B)(6) 2018: result: specimen(s) submitted: a) uterus, cervix, bilateral tubes; b) right uterosacral ligament (peritoneal biopsy), left ut pre and post operative diagnoses pelvic pain; dysmenorrheaerosacral ligament gross description: a) uterus, cervix, bilateral tubes: received in formalin is an 82 gram total hysterectomy and bilateral salpingectomy specimen including uterus (8 cm superior to inferior x 6 cm cornu to cornu x 4 cm anterior to posterior) and detached bilateral fallopian tubes (4 cm long x 0.7 cm diameter each). Laterality of the tubes is not indicated. The bilateral tubes are fimbriated smooth, and pink-red. Each tube has multiple paratubal cysts up to 0.4 cm. One tube is inked blue for differentiation. Diagnosis: a) uterus, cervix, bilateral tubes, total laparoscopic hysterectomy with bilateral salpingectomy: - uterine leiomyoma. - weakly proliferative endometrium. - bilateral fallopian tubes showing essure coils within the isthmus of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received with her demographic details were updated. Essure lot number added. Suspect drug explant date added. Race information and reporters were added. Product indication updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse) and dysmenorrhea (cramping). Event clubbed: mental anguish / emotional anguish/anxiety. Event onset date were added. Event outcome added for: abnormal bleeding (vaginal), menorrhagia, pelvic pain/ physical pain, dysmenorrhea (cramping) and apareunia (inability to have sexual intercourse). Concomitant, historical drug, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.